Event description:
The event is reported as: complaint description: customer reports that the doctor is unable to load clips onto the applier and the clips end up criss crossing. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.